Event description:
It was reported that during a da vinci surgical procedure, the fenestrated bipolar forceps instrument had an unknown failure. On (B)(4) 2014, intuitive surgical, inc. Followed up with the initial reporter and she indicated wire undone, it's broken on a fenestrated bipolar forceps instrument. Nothing fell into the patient and there was no patient injury.

Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted once the product is returned and evaluated and/ or if additional information is received. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.